Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the "my cgm" screen. Reportedly, the frozen screen cleared on its own. In addition, it was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported impact to the customer's blood glucose level. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.